Manufacturer narrative:
The automated impella controller (aic) was not received from the customer; and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support, and while on support, the automated impella controller (aic) had a "controller error" alarm. The aic plug was pushed in, and the alarm condition resolved. However, the team was uncertain if the resolution was coincidental, and consequently, replaced the console. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for the console (aic) red alarm has been completed. The console was returned for evaluation. During functional inspection, the optical bench was found to have low contrast. Date logs were reviewed which confirmed that the console displayed ¿optical sensor system error: disconnect cable.¿ most likely, the pump catheter plug might not be inserted completely into the front panel optical connector. After reinserting the pump, there was no ¿optical sensor system error,¿ and the pump was started. This aligns with the claim that the ¿alarm seemed to resolve when impella plug pushed in.¿ additional failures found in the log were ¿controller error (opm comm crc invalid) [optical pump connected] - alarm,¿ event #1045, during the clinical procedure. This confirms the reported failure mode. Real-time (rt) logs confirmed that all signals received from the optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Added-d9 device return date d2-corrected common device name. D4-corrected model number.